Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device name: s4s/sur-fit natura 2 pc - 2pc durahesive (dh) flexible wafer. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report received indicated the patient experienced a red rash with dry, flaky skin underneath the adhesive border. The patient experienced the condition for a few months prior to complaint receipt. The patient received this product to try after a previous unspecified issue with a different device. Patient treated with bactroban, clotrimazole and betamethasone lotions and unspecified oral medication. Patient outcome was not noted.